Event description:
A data error alert was reported by the customer, occurring after the pump's shipping date. The customer's blood glucose level at the time of the alert was 213 mg/dl. Reportedly, customer continued using pump for insulin therapy.